Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted. Phone number: (B)(6). Device evaluation: to date the intraocular lens (iol) remains implanted in the patient's eye; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after insertion into the eye, an intraocular lens (iol) was not keen to unfold the rear haptic from behind the optic. The lens remained implanted and the patient did suffer any harm. Reportedly the surgeon was concern about the lens not unfolding as it took a few minutes to release. No further information was provided.